Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that she had a low heart rate and was hospitalized on (B)(6) 2017 and heart rate was down to about 45, 46, 47 for about 6 hours before it finally came up. The patient reported that she was not given any medication to bring heart rate up. The patient reported that her blood pressure was very high and had to be monitored overnight. The patient also reported that she had a stress test and echocardiogram done. The patient reported that they asked her whether she felt like the ins was maybe sitting on a nerve. The patient reported that she had the device over 2 years and never had any of these symptoms and did not think the device had anything to do with it. The patient reported that she was released from the hospital and had a heart monitor on. There were no falls or traumas related to this issue. It was noted that the stress test and echocardiogram and the emi associated could be related.